Event description:
Report received of a patient death while the device was in use. The pump was initially programmed in the pca only mode to deliver morphine sulfate 1mg/ml with a 4mg loading dose and a pca dose of 3 mg every 15 minutes and a 4-hour lockout of 20mg. On the evening in 2001 (time unspecified), the patient was complaining of pain, and the pump settings were changed to pca only mode with a pca dose of 4mg every 10 minutes and a 4-hour lockout of 30mg. No loading dose was given at this time. According to the customer contact, the patient was checked at an unspecified time early in the morning the next day and reported to be "sleeping with respirations okay". When the patient was checked at 0547, the patient was unresponsive and without respirations or a heart beat. A "full code" was performed, but resuscitative measures were unsuccessful. The patient was pronounced dead at 0625 the next day. The customer contact reported that they were unable to retrieve a history off of the pump as it was turned off for more than an hour. No further information was available.

Event description:
The customer was contacted for additional info. The customer received a report from the medical examiner's office that listed the pt's cause of death as natural causes. The device was not implicated in the pt's death.